Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support arranged for a replacement pump to be sent and provided instructions to the caller for returning the problematic pump using a pre-paid label. The customer was informed that they would need to program their settings into the new pump and connect their cgm. Additionally, they were given instructions on placing the pump into storage mode and returning it within ten days to avoid extra charges. The caller understood and acknowledged all instructions.